Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed opening on the anterior side assessed as fold flaw opening . Additional observations: crease fold observed bon the device. Wear abrasion observed. White particles observed inside the device. No penetrating nick( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side "deflation." The device has been explanted and replaced.

Event description:
Healthcare professional reported unknown side "deflation." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation." The device has been explanted.